Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannulas with two infusion sets after using the set for 12 hours for the first event and 4 hours for the second event. Patient noticed symptoms 3 or more hours after insertion. Site of insertion was abdomen and was regularly rotated. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).